Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The personal diabetes manager (pdm) reportedly was not holding charge and the battery life drains as soon as it reaches 100%. The patient felt nauseous and went to the ER for treatment. The nurses at the clinic gave the patient an insulin injection. The patient was released after approximately five hours.